Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report's type of reportable event was submitted incorrectly. The following information has been updated: event attributed to: other. Relevant tests/laboratory data: none reported. Type of reportable event: malfunction.

Event description:
It was reported that the bd neoflon¿ IV cannula was difficult to puncture through the skin and rolled "all the way up instead of taking it inside", requiring the intravenous treatment to be changed to oral antibiotics, which did "not give the effect of the IV". The following information was provided by the initial reporter, translated from dutch to english: "we would like to report that we have quite a lot of problems lately with the following catheter: bd neoflon reference no: 391350. Often when we prick with this catheter, it's difficult to get through the skin (not sharp enough???) And the catheter itself rolls all the way up instead of taking it inside."

Event description:
It was reported that the bd neoflon¿ IV cannula was difficult to puncture through the skin and rolled "all the way up instead of taking it inside", requiring the intravenous treatment to be changed to oral antibiotics, which did "not give the effect of the IV". The following information was provided by the initial reporter, translated from dutch to english: "we would like to report that we have quite a lot of problems lately with the following catheter: bd neoflon reference no: 391350. Often when we prick with this catheter, it's difficult to get through the skin (not sharp enough???) And the catheter itself rolls all the way up instead of taking it inside."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Peelbacks are not considered to be a reportable malfunction.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula was difficult to puncture through the skin and rolled "all the way up instead of taking it inside", requiring the intravenous treatment to be changed to oral antibiotics, which did "not give the effect of the IV". The following information was provided by the initial reporter, translated from (B)(6) to english: "we would like to report that we have quite a lot of problems lately with the following catheter: bd neoflon reference no: 391350. Often when we prick with this catheter, it's difficult to get through the skin (not sharp enough???) And the catheter itself rolls all the way up instead of taking it inside."